Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states when they take off the plastic, the hydrogel stays stuck on it.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 813427x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. All process parameters, product, raw materials, and sub-assembly components met the required acceptance criteria to completely satisfy the manufacturing requirements per the product specification. No adverse conditions, special circumstances, or events were documented that may have led to the gel delamination and/or skin irritation. In addition, the DHR¿s were reviewed for the hydrogel body sub-assemblies that were used in the production of this product. The DHR¿s for the hydrogel body sub-assemblies met all acceptance criteria. Raw material records were reviewed as well and all acceptance criteria were met. The uv dosage outputs for curing the hydrogel bodies were within the proper range. The conductive silver/silver chloride ink and gel batch mix sheets were also reviewed. All components and mix time were within tolerance. During the production of hydrogel bodies, four corner peel testing is performed to simulate the removal of the electrode release liner by a clinician prior to delivering therapy (corners of gel body are lifted from the liner to evaluate for release of gel from the substrate). The production lot numbers for hydrogel body sub-assembly did exhibit some minor aesthetic delamination and had no functional delamination. This type of event is commonly referred to gel delamination. Gel delamination occurs when the gel-to-release liner bond strength is greater than the cohesive strength of the gel or greater than the gel-to-substrate bond strength. Such an inequity in bond strength can cause the gel to peel from the substrate and/or tear. Delamination is categorized as follows: an aesthetic delamination defect is characterized by a permanent separation of the hydrogel from the substrate, exposing the underlying carbon vinyl with little (i.e. Area less than 1/8 inch x 1/8 inch) or no hydrogel remains on the release liner. Also, no silver/silver chloride ink is exposed. Aesthetic delamination defects will not significantly affect electrode function, but may displease the clinician. Functional delamination is a permanent separation of the hydrogel from the substrate such that the silver/silver chloride ink remains exposed. Additionally, per the defibrillation electrodes design, there shall be no less than 55% hydrogel remaining on the adult electrode when the release liner is removed from the electrode. There shall be no less than 78% hydrogel remaining on the adult electrode, when the area of separation includes the area of underlying conductive mat. With loss of the hydrogel no more than the percentages as defined above the electrodes retain functionally essential performance; however the reduction in the hydrogel area with the silver/silver chloride ink being exposed may cause an increase in current density across the remaining gel area. This increases the potential for skin irritation and burns. The following potential root causes related to manufacturing were evaluated and could not be confirmed. If the gel is insufficiently cured (the strength of the bond between the gel and the substrate was too weak) or there was insufficient silicone on the mylar liner (the strength of the bond between the gel and the plastic liner was too strong) delamination can occur, however none of the production records or incoming inspection records indicate this occurred. Another potential root cause related to manufacturing is that the silver ink re-mixing was not adequately performed during the sub-assembly printing process. If the silver ink is not adequately it may not properly dry which could result in gel not properly adhering to the silver printed substrate. This may contribute to gel delamination. Silver mixtures can become separated over time because they are suspensions; this is visually detectable prior to use. If re-mixing is required the machine operator documents this process occurred and that the silver mixture met the required acceptance criteria. A review of the production records indicated that silver re-mixing was not required. Additionally, gel delamination is possible if the defib electrodes are not properly stored. As indicated on the product packaging proper storage and usage of the electrodes is critical to the performance of the gel. The electrodes should be stored in their sealed protective pouch in a cool, dry place and out of direct sunlight. Do not open package until ready for use. Do not bend, fold, or puncture the packaging. Improper storage conditions and/or handling of the product may compromise gel properties prior to the expiration. The environmental and handling condition in which the product was stored was not provided with the complaint. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The severity of the gel delamination observed by the customer could not be evaluated. It was unable to be determined if the delamination was within the acceptable degree. Production retains (5 sets) for lot no. 813427x was evaluated. None of the five (5) retains evaluated exhibited delamination. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.